Event description:
Boston scientific-target was notified that the gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection crcuit was the last device. When the physician took the device cut, she realized that it was not in the excelsior 1018 microcatheter. Then, the physician found it in the guiding catheter. This is a frequent procedure for the physician; so she thinks there was a problem with the device. There were no complications reported. Further info was received through a co representative in june 2002: "detachment was not initiated, given that the gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit would not fit in the already compacted aneurysm."